Event description:
Reporter advised of a "cap sticking" problem that has occurred over the past year. A device was placed in 2002. Caregiver was unable to administer fluids through the device on 7/2002 due to a cap sticking problem. Pt taken to hosp the following day where i.v. Fluids were administered and a new device was placed. One pt involved.